Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an alert for impedance, there was an increase in the right ventricular lead output; the lead displayed high capture threshold and low impedance. Re-programming was performed and no patient complications have been reported as a result of this event.